Manufacturer narrative:
.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The item is related to attune instruments , we didn¿t use it yet , when I was checking the functionality of the items I realized that the arrow is not stopping at a specific angle ( photos attached ) , it seems that the there is a fault inside which pushes the arrow to stop in between two numbers.